Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, customer was unable to access the bolus function due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.